Event description:
As reported on (B)(6) 2010 to arthrocare, approximately two years and seven months following a rotator cuff repair that was performed on (B)(6) 2007, the patient complained of pain. An x-ray was taken and it was found that the magnum2 knotless implant had come out of the patient's bone. The surgeon, (B)(6), re-operated in (B)(6) 2010, and removed the dislodged anchor. The patient is doing well.

Manufacturer narrative:
The device was discarded after being explanted from the patient. Therefore, a device investigation cannot be completed. A lot history review was completed for the device lot. No abnormalities were identified that would lead to the reported product problem. (B)(4).